Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on a unspecified date and involved a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 where it was reported that leaking occurred. No other information was provided on this case.